Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Their sensor glucose was 57 and blood glucose was 88 mg/dl. The customer was advised that their blood glucose and sensor glucose were not within acceptable range. The sensor will be returning for analysis.